Event description:
During implantation, the clavicle pin broke into two pieces causing a 35 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.